Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was at the pool and the pump may have been exposed to moisture. The customer's blood glucose level was not impacted. While contacting tandem technical support, the customer was able to resume insulin delivery.